Manufacturer narrative:
No product was received for investigation. As a result, no visual and functional testing could not be performed. A device history review (DHR) was performed after the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. No root cause could be determined as the complaint could not be confirmed. Additional recall numbers: z-1136-2018, z-2734-2020 and z-2735-2020. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that multiple pumps had an issue with recognizing the 50 millimeter (ml) syringe. No patient injury was reported